Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic procedure. Reportedly, when the plunger was retracted, no suture was present. The vessel was re-wired and the proglide device was removed. A second proglide device was used and only the link was present when the device was deployed. The vessel was again re-wired and a third proglide device was used and the device could not be advanced into the anatomy after the guide wire was removed. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of proglide devices have not been established in patients who are morbidly obese (body mass index greater than 40 kg/m). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of the device not able to be advanced into the anatomy after the guide wire was removed could not be verified or confirmed. The analysis revealed the plunger was still in the pre-deployed position and no slack was present on the link. The sheath appeared normal and there was no kink. During the investigation, a 0.038 guide wire was backloaded and frontloaded without a problem. The guide wire patency was checked and was acceptable. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency.